Event description:
Healthcare professional reported a right side "breast pain". Additionally, physician reported rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as an unidentified (tear) opening and observed opening in posterior side assessed as fold flaw opening. (Shell thickness within specification). ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. No further actions are required as the device was implanted .

Event description:
Healthcare professional reported a right side "breast pain". Additionally, physician reported rupture. Device has been explanted.